Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in (B)(4) and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one used primary set was received by the customer for investigation. Upon visual inspection, that a piece of tape was applied to the tubing between the lower smartsite and male luer. No defects were visually observed. The sample was primed with a blue dye solution and a leak could clearly be seen coming from the tubing between the lower smartsite and roller clamp. The customer's complaint of a leak in the tubing was verified. Visual inspection under magnification was performed on the tubing and a cut was observed. A device history record review could not be performed because a model or lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause of the cut is unknown.

Event description:
It was reported that unspecified bd¿ tubing leaked. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown. It was reported that there is a leak in the tubing. Verbatim: I¿m emailing to report an IV tubing malfunction. On (B)(6) 2021, the nurse went into the room to assist the patient in ambulating to the bathroom. The patient had a continuous heparin drip infusing. When the nurse went to move the IV pole, she noticed the tubing was wet. Upon further investigation, the nurse found there was a leak in the tubing. The infusion was stopped, the tubing was changed, and the infusion was restarted. The tubing was removed from service and retained. No harm to patient.